Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the insertable cardiac monitor exhibited post-sensed t-wave over-sensing. There were no patient consequences.